Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center screen goes blue then the whole system shuts down and restarts. The issue occurred during preparation for use. There were no reports of patient harm.

Event description:
The issue occurred during an unspecified procedure. The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, e2, e3, g2, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained. Olympus will continue to monitor field performance for this device.